Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4). The result at 8:15 am was 2.6 inr. The result on the doctor's coaguchek xs meter was 4.4 inr and was believed to be correct. No medical treatment was provided and the customer was not adversely affected. A different finger was used for each test. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, not on heparin therapy, did not have any antiphospholipid antibodies, and did not take any direct thrombin inhibitors. The meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 139821) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The returned meter was measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 3.4 inr and 3.3 inr, donor hct: 41% and 40%. Donor 1: masterlot / customer meter and masterlot : 3.4 inr/ 3.4 inr. Donor 2: masterlot / customer meter and masterlot : 3.3 inr/ 3.3 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification.